Manufacturer narrative:
The unit was performing within quality control specifications and the controls were run before and after the incident. All controls recovered within expected range. Controls are run each shift. Raw data was requested but not provided. On (B)(6) 2010, the field service engineer evaluated the analyzer. Identified valve vl 4b as broken and replaced the valve. Identified tubing in mf (metal fabrication) #4 with a pin hole and repaired the leaking tubing. Identified cbc (complete blood count) lyse tubing via 82 leaking and replaced tubing. Cleaned the wbc and rbc apertures. The instrument also generated high latron primer results. Replaced the blood sample valve (bsv) and updated automatic mode calibration factors. Verified instrument performance. Root cause is the parts that were replaced during subsequent instrument servicing. The instrument generated flags that alert the operator to further review the pt's specimen. This reportable event was identified during a retrospective review conducted between (B)(6) 2008 and (B)(6) 2010 of complaints for add'l reportable events. This issue was reported in 2009 as MDR 1061932-2011-00018. During the retrospective review, it was determined that this add'l MDR was required to be filed for the second malfunction.

Event description:
Customer reported erroneous high white blood cell (wbc) counts were obtained for two pt samples when using the coulter gen-s system. There were instrument generated flags associated with the wbc, red blood cell (rbc) and platelet counts. Erroneous test results were reported out of the laboratory. Both pts rec'd spinal tap procedures, and are considered adverse events. This is event 2 of 2 events for two pts, tested on two separate dates using the same coulter gen-s system.

Event description:
Customer reported erroneous high white blood cell (wbc) counts were obtained for two pt samples when using the coulter gen-s system. There were instrument generated flags associated with the wbc, red blood cell (rbc) and platelet counts. Erroneous test results were reported out of the laboratory. Both pts rec'd spinal tap procedures, and are considered adverse events. This is event 2 of 2 events for two pts, tested on two separate dates using the same coulter gen-s system.

Manufacturer narrative:
The unit was performing within quality control specifications and the controls were run before and after the incident. All controls recovered within expected range. Controls are run each shift. Raw data was requested but not provided. On (B)(6) 2010, the field service engineer evaluated the analyzer. Identified valve vl 4b as broken and replaced the valve. Identified tubing in mf (metal fabrication) #4 with a pin hole and repaired the leaking tubing. Identified cbc (complete blood count) lyse tubing via 82 leaking and replaced tubing. Cleaned the wbc and rbc apertures. The instrument also generated high latron primer results. Replaced the blood sample valve (bsv) and updated automatic mode calibration factors. Verified instrument performance. Root cause is the parts that were replaced during subsequent instrument servicing. The instrument generated flags that alert the operator to further review the pt's specimen. This reportable event was identified during a retrospective review conducted between (B)(6) 2008 and (B)(6) 2010 of complaints for add'l reportable events. This issue was reported in 2009 as MDR 1061932-2011-00018. During the retrospective review, it was determined that this add'l MDR was required to be filed for the second malfunction.